Manufacturer narrative:
The manufacturing and sterilization records were reviewed and no issues related to the nature of the complaint were found.

Event description:
It was reported to nevro that the patient developed wound dehiscence and an infection. Nevro attempted to obtain additional information regarding the nature of the infection but was unsuccessful. The device was removed and the patient has recovered without sequelae.